Event description:
The customer stated that she was hospitalized for hyperglycemia, with a blood glucose reading of 500 mg/dl. The customer stated that she had chest pain at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals did not match with the bolus and basal delivery. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.